Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had insulin flow blocked alarm and tried all remedies. The customer's blood glucose value was 320 mg/dl at the time of the incident. The customer already changed the infusion set and reservoir but still getting alarm blocked. The customer advised that the pump will need to be replaced and need to retrieve and save pump settings. The customer advised that the to revert to backup plan per health care profession instructions. Device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).